Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h2: additional information: block b5 block h6: patient code e2015 captures the reportable event of unspecified tissue injury impact code f1001 captures the reportable event of aborted procedure. Impact code f23 captures the reportable event of unexpected medical intervention.

Event description:
It was reported that a navigator access sheath device was used during a steerable ureteroscopic renal evacuation (sure) procedure. Reportedly, the ureteral access sheath tore the patient's ureter. The procedure was aborted and the patient was stented for 2-4 weeks.

Event description:
It was reported that a navigator access sheath device was used during a steerable ureteroscopic renal evacuation (sure) procedure. Reportedly, the ureteral access sheath tore the patient's ureter. The procedure was aborted and the patient was stented.

Manufacturer narrative:
Blocks d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: patient code e2015 captures the reportable event of unspecified tissue injury impact code f1001 captures the reportable event of aborted procedure. Impact code f23 captures the reportable event of unexpected medical intervention.